Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, it is difficult to pierce through an unspecified number of stoppers resulting in needle breakage, hemolysis, and underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one customer video for investigation, which depicted the blood collection process. The video showed multiple tubes experiencing slow fill due to low vacuum. However, hemolysis and defective stopper molding defects were not observed. A total of 30 retained samples underwent visual inspections for additive abnormality and gel defects, with none failing the inspection. Another set of 30 retained samples were visually inspected for defective stoppers, and none failed. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. This complaint has not been confirmed for the indicated failure modes: defective stopper molding and hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, it is difficult to pierce through an unspecified number of stoppers resulting in needle breakage, hemolysis, and underfill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 18-sep-2025 investigation summary bd received one customer video and 100 samples for investigation. The video depicted the blood collection process and showed multiple tubes experiencing slow fill due to low vacuum. However, hemolysis and defective stopper molding defects were not observed. The customer samples were visually inspected, and were found to have additive abnormalities, gel defects, and stopper defects. Customer samples also underwent functional tests for low or no draw, and all tubes were within specification. A total of 30 retained samples underwent visual inspections for additive abnormality and gel defects, with none failing the inspection. Another set of 30 retained samples were visually inspected for defective stoppers, and none failed. Additionally, 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill based on customer video analysis. This complaint has been confirmed for the indicated failure mode: defective stopper molding based on customer sample analysis. This complaint has been confirmed for the indicated failure mode: hemolysis based on customer sample analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, it is difficult to pierce through an unspecified number of stoppers resulting in needle breakage, hemolysis, and underfill. No adverse impact was reported regarding the patient or user.